Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: radial reload was applied and fired without incident. Once the stapler was removed a serosal tear was observed. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc. The staple line was intact did not get across the bowel another stapler was applied and the tear was essentially removed. No reinforcement material used in conjunction with the stapling device.